Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Customer reported via phone call that the insulin pump had a keypad anomaly; the esc button was unresponsive on saturday. The patient's blood glucose at the time of incident was in the 300 mg/dl range. Troubleshooting was initiated for the keypad anomaly. The customer did not recall any significant events leading to the keypad issues; however, the customer mentioned that he keeps the insulin pump in his pocket at work. The next day the rest of the buttons became unresponsive and the insulin pump alarmed button error. The patient's blood glucose was 458 mg/dl at that time, and the customer treated his blood glucose via manual insulin injection. The customer was advised to discontinue use of the insulin pump and revert to a back-up plan per health care professional's instruction. The insulin pump will be returned for analysis and a replacement device was shipped to the customer.

Manufacturer narrative:
The insulin pump was received with currents in specification. The insulin pump passed rewind test, basic occlusion, occlusion, prime, excessive no delivery test and displacement test. No button error alarm. The insulin pump was received with intermittent button response due to moisture damage keypad trace. The insulin pump had minor scratched lcd window, cracked case near display window corners, cracked reservoir tube lip and cracked lcd window.